Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Per the documentation for the edwards esheath introducer set and esheath+ introducer set, sheath insertion/advancement difficulty is an identified hazardous situation associated with the transcatheter valve replacement procedure. To promote successful introduction of the esheath/esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035" guidewire compatibility, adequate sheath-introducer locking feature (esheath+ only), and no premature opening of the distal tip or seam of the esheath/esheath+ during introducer insertion. Esheath and esheath+ were verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035" guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the complaint for "inability to introduce sheath" was unable to be confirmed with no returned device or imagery. Available information suggests patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as it was reported, "there was much calcification (specific degree unknown), mild tortuosity, and the minimum luminal diameter (mld) was 4.3 mm. Since there was calcification on the right common iliac artery (cia), percutaneous transluminal angioplasty (pta) with 8mm balloon catheter was performed in advance. But due to the calcification, the 1st esp was stuck at the right cia." The minimum luminal diameter for 14f is 5.5mm and although balloon dilation of the vessel occurred, the size post-dilation is unknown. These patient factors likely contributed to a challenging pathway for sheath introduction, with calcification likely presenting a physical obstacle to navigate. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. All complaints are reviewed against control limits.

Event description:
Per report received from japan, a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia (s3ur) valve was performed. The 1st esheath+ (esp) was tried to be inserted from the right femoral artery (fa) by cutdown. Since there was calcification on the right common iliac artery (cia), percutaneous transluminal angioplasty (pta) with 8mm balloon catheter was performed in advance. But due to the calcification, the 1st esp was stuck at the right cia. Although insertion of the dilator and balloon inflation were performed, the 1st esp could not be inserted. Since systolic blood pressure (sbp) dropped to 80mmhg, angiography was performed, and it revealed a rupture of the right external iliac artery (eia). Therefore, replacement with a vascular prosthesis was performed. After that, the 2nd esp was tried to be inserted from the left fa. Although pta with 8mm balloon catheter was performed in advance, the 2nd esp was stuck at the left cia due to the calcification. Since angiography revealed a rupture of the left eia, replacement with a vascular prosthesis was performed. Since rupture occurred in both access vessels, a decision was made to abort the tavr procedure.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Manufacturer narrative:
Supplemental report being submitted to provide related report number. H10 field updated.